Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose reading was reported as "high" while wearing the pod on the abdomen for longer than 48 hours. The patient reported that after wearing the pod for three days, his blood glucose levels would not decrease and he began feeling unwell. The patient could not recall the exact date medical attention was sought but stated that the hospitalization occurred approximately one month prior to the report. Reported symptoms included lightheadedness and abdominal pain. The patient was diagnosed with hyperglycemia and was treated with intravenous insulin and fluids. Upon removal of the pod, the patient stated that the cannula appeared angled and specifically reported that there were no bends or kinks observed. The patient further reported remaining hospitalized for approximately 3 to 4 days; however, the exact discharged dates were not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available omnipod software app version: 4.0.2 operating system: bp4a.251205.006.s938usqsacze1 hardware: sm-s938u cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626 [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755 [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21:155-158